Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not switch directions using the foot pedal switch on port one and two. Therefore, the reported condition was confirmed. It was determined that this was due to user error by plugging something into the female plug that damaged a component inside the console plug. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the forward and reverse functions on the foot pedal are not working on ports one and two on the console device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.